Event description:
It was reported that during a pancreatoduodenectomy procedure, staples were malformed on one side of the staple line. The case was completed with another like device. There were no adverse consequences to the patient.